Event description:
It was reported that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip was found cracked in the packaging. The following information was provided by the initial reporter: "as reported, before use in patient of a fogarty catheter, the 3cc syringe was found broken in the packaging. There was no allegation of patient injury. Evaluation summary: customer report of syringe broken was confirmed. Visual examination found the returned syringe was cracked longitudinally. The crack was approximately 3.5 cm long from barrel flanges."

Manufacturer narrative:
H6: investigation summary: one photography was received in which a damaged syringe it can be seen this defect can be generated in the manufacture of the product in the assembled syringe transfer disk. During the documentary review no quality events records were found in the product manufacture, the batch was inspected and later released in accordance with the valid work instruction. It is important to mention that on (B)(6) 2020 it was removed this trap on assembly dial for out of specification product in the transfer disc, the batch reported in this complaint it was manufactured before to the this activity implementation. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Manufacturer narrative:
The customer's address is (B)(6) has been used as a default. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip was found cracked in the packaging. The following information was provided by the initial reporter: "as reported, before use in patient of a fogarty catheter, the 3cc syringe was found broken in the packaging. There was no allegation of patient injury. Evaluation summary: customer report of syringe broken was confirmed. Visual examination found the returned syringe was cracked longitudinally. The crack was approximately 3.5 cm long from barrel flanges."